Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2017 a patient with a thoracic aortic aneurysm underwent tevar with a zta-p-36-113. 55 days after procedure a follow-up visit showed no abnormalities. 662 days after the procedure a CT-scan showed evidence of proximal endoleak type 1a, with the following comment provided from site:¿ proximal endoleak between left carotide artery and sub claviere artery¿. The patient remains in the study. This complaint is based on the provided information. No images were received, and no product was received. According to the instruction for use the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or ulcers, or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No evidence to suggest that the device is not manufactured according to specification. Based on the provided information it has not been possible to determine the cause of event. If further information is received cook will reopen the complaint. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction to event on (B)(6) 2017 received on 13feb2020: ¿on (B)(6) 2017 (55 days post-procedure) a follow-up visit showed a maximum aneurysm diameter of 58 mm. The total length of covered aorta was 192 mm. No imaging abnormalities was observed.¿

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. H6)patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: endoleak type 1a. At time of enrollment the patient presented with a thoracic aortic aneurysm with growth > 5 mm in the last 6 months. On (B)(6) 2017 (62 days pre-procedure), the pre-procedure imaging was performed. It showed no calcifications of main access vessel and no vessel wall thrombosis in the aortic necks > 50% of circumference. The maximum aneurysm diameter was 55 mm. Proximal neck diameter was 30 mm and proximal neck length was 20 mm. Distal neck diameter was 35 mm and distal neck length was not measured. The primary indication for treatment was thoracic aortic aneurysm. On(B)(6) 2017 the patient underwent a successful procedure due to his thoracic aortic aneurysm. No reportable adverse events were observed on completion angiogram. On (B)(6) 2017 (55 days post-procedure) a follow-up visit showed a maximum dissection diameter of 58 mm. The total length of covered aorta was 192 mm. No imaging abnormalities was observed. On (B)(6) 2019 (662 days post-procedure) a follow-up visit showed a CT-scan with maximum aneurysm diameter of 54 mm and a total length of covered aorta on 192 mm. The CT-scan also showed evidence of a proximal endoleak type 1a with the following comments from the site: ¿proximal endoleak between left carotid artery and subclavian artery¿. Patient outcome: the patient remains in the study.